Event description:
The customer contacted stryker to report that their device would not analyze rhythm. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
The customer confirmed to stryker that the device was working properly. The device was not returned to stryker for investigation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not analyze rhythm. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.